Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The information was received from the device implantation data card completed by the hospital or staff and returned to our implant patient registry. Attempts were made to contact the surgeon by email for additional information and return of product for evaluation on 04/30/2009 and on 05/07/2009. At 07/27/2009, there has been no response from the surgeon. The device history record (DHR) review was completed on 06/18/2009, and this device passed all manufacturing and sterilization inspections with no nonconformance. This was determined to be reportable per edwards lifesciences procedures. No additional information is available.